Event description:
The surgeon, advised me that he was revising a stem with a head that disassociated. Right hip. Upon the case start, the stem appears to show an accolade tmzf stem. A resident pulled the patient's chart and said the stem is an accolade tmzf size 4.5 132° neck angle with a 58mm trident psl cup. The initial surgery was completed in 2012. Upon entering the capsule, dr stated that the tissue looks black which is usually an indication for metallosis. He stated that the accolade tmzf stem has trunnionosis and that's why the head disassociated. The femoral head is a lfit 36mm +5. I do not have access to the stickers of these implants showing lot numbers.